Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer fridge was not detected on bus. The station helmer fridge had not been detected on the bus. Upon arrival, the fse had inspected the fridge and performed corrective actions and troubleshooting techniques to resolve the connectivity issue. The field service engineer (fse) had powered down both the station and the fridge to reset the connections. During troubleshooting, the fse had unplugged and reinserted the ethernet cables on both ends of the station and fridge multiple times to resecure connectivity. After these steps, the customer had been able to log into the user application and successfully test the fridges functionality, recovering it and making it accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the refrigerator had failed. The customer stated that an error message appeared indicating not detected on bus.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.